Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: returned product consisted of the 6f long guidezilla 2 guide extension catheter. The device was bloody. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed tip damage (flattened/misshapen/flared/split), shaft damage (flattened) for a length of 8 mm, a distal shaft kink located 18.5 cm from tip, and collar damage (partial separation). Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-jan-2019. It was reported that the device could not cross the lesion. The 75% target lesion was located in moderately tortuous and severely calcified distal right coronary artery. A 6f long guidezilla ii. During the procedure, the device was unable to cross the lesion. Subsequently, after the device was removed from the patient. The tip of the device was found to be crushed/flattened. The device was simply removed from the patient. The procedure was completed with different device. No patient complications reported and patient's condition is good. However, device analysis revealed the collar was partially separated.